Event description:
The customer reported that one of the anti reflux valves from the last delivery was broken in the package.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
One unused and unopened sample was received in its original package for investigation. A visual inspection was performed, and the blue section of the valve was observed to be broken. In addition, stress was observed on the broken portion of the valve, and a tear with some handling marks was found on the transparent part of the bag. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. The lot met all defined acceptance requirements and was released. A gemba walk was held in the production area. As a result, it was concluded that the current manufacturing activities are running according to product specifications meeting quality acceptance criteria, validation process and released procedures. No abnormal conditions were found that could trigger the reported condition. Based on all available information, a definitive root cause could not be determined at this time. It is possible that this issue occurred after manufacturing due to improper handling of the device. We will continue to monitor related reports to determine if additional actions are necessary.